Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt will have a pocket revision due to discomfort at the pocket site caused by non-device related weight loss. The pocket site was revised successfully and the pt is reportedly doing well.